Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2007, in the proximal left anterior descending artery. On (B)(6) 2011, the patient experienced angina and had a positive stress test with no ischemia demonstrated. Angiography was performed. The patient underwent a revascularization procedure in the mid left anterior descending artery and a xience stent was placed. The patient was discharged to home on (B)(6) 2011. No additional information was provided.